Manufacturer narrative:
This investigation will be updated should further pertinent information be provided.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator was explanted with the rest of the system due to an infection. No additional adverse patient effects were reported.